Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. Also, moisture damage was found on the motor home switch. The error alarms could not be verified due to the blank display. The device also had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she exercised and when she got home the insulin pump had moisture inside and it alarmed unexpected restart during prime. Blood glucose value was 147 mg/dl. During troubleshooting, the customer stated the alarm history showed 2 battery out limit alarms, multiple unexpected restart alarms, 3 external ram error alarms and a watchdog timeout alarm. The customer stated that the device was not stored or not in use for an extended period of time; the unexpected restart alarm occurred shortly after inserting a new battery and was recurring during normal use. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.